Manufacturer narrative:
An event of device embolization was reported. The results of the investigation are inconclusive since the device remains in situ and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined; however, the user attributed the cause of death to heart failure.

Event description:
On (B)(6) 2018, a 14mm amplatzer muscular vsd occluder was selected for a final attempt for closure of a prosthetic pvl in a patient with rv failure who was considered inoperable. Closure. During implant, the device appeared stable, however, some motion of the prosthetic valve was noted on toe. The implant was uneventful and on (B)(6) 2018, the patient was returned to their local hospital. Assessment at the location hospital on (B)(6) 2018, confirmed the device embolized into the left atrium. Due to patient clinical status, there was further intervention carried out. A few days following the transfer to the local hospital, the patient gradually declined due to heart failure and died.